Event description:
It was reported that this insertable cardiac monitor (icm) was explanted because it caused the patient pain. Patient has not reported pain or any other symptoms since explant. The icm is not expected to be returned for analysis. No additional adverse patient effects were reported.